Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 340mg/dl. The customer stated that in the morning when she went to use the bolus wizard, but the numbers were ramping on their own. The customer attempted to escape and to stop it, but she had to remove the battery. The customer was throwing up, had chest pain, heart was racing, and felt like she was going to pass out. The customer stated that she was instructed to see her primary care and endo doctor. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, moisture damage found on the keypad traces. The device had cracked battery tube threads, reservoir tube lip, and scratched lcd window.